Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2009. D314trg crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced for unexpected longevity and elective replacement indicator (eri). It was also reported that the patient's right atrial (ra) and left ventricular (lv) leads had high pacing thresholds. The replacement device was programmed at a reduced lower rate in order to decrease the amount of atrial pacing. No patient complications have been reported as a result of this event.